Manufacturer narrative:
H3; the pump was returned and identified residue in the motor gear train. The catheter was returned and no significant anomalies were found. Continuation of d10: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unspecified concentration at an unspecified dose rate via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient never got pain relief with the pump. The pump and complete catheter were explanted and was not to be replaced in the future. During explant the healthcare provider found all of the catheter in the pump pocket. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that there were none noted. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. The company representative was in possession of the explanted pump and catheter which were to be returned to the manufacturer for analysis. The patient¿s weight and medical history were noted as having been requested but were unknown. It was indicated that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.